Manufacturer narrative:
The insulin pump passed the displacement test. Unit was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test. Device had cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.